Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that it takes her 1/2 hour-1 hour to get to 6-8 bars for recharging. Patient stated that her ipg has always been tilted since implant back in 2014, but 2-3 months ago, she lost weight and it is now lying horizontally in the pocket. She reports that the positioning of the ipg makes it very difficult and timely to position antenna for recharge. It takes 30-60 min to get 6-8 bars and then several hours on top of that to actually charge. Because of this, she has had the ipg turned off for 2 months. Rep was made aware of this by the hcp office. Rep will meet with her later (B)(6) 2018 to interrogate device. Patient was going to attempt to recharge device prior to meeting. The issue was not resolved at the time of the report. A surgical intervention was planned but not schedule d. Patient's medical history included hypertension and diabetes. Hcp had no further information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that on (B)(6) 2018 the rep ran an impedance check and everything was within normal limits. The patient's group a provided adequate coverage in the painful areas and the rep successfully created groups b and c to also cover the patient's painful areas. The rep noted the patient was very pleased. The rep said the cause of tilted ins was unknown. The rep stated that patient met with the hcp on (B)(6) 2018 to discuss a surgery plan and the patient was getting an ins replacement, however, the surgery date was not known at this time. No further complications were reported.